Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for unrelated procedure. After the procedure, the patient experienced palpitations and muscle twinges. The patient presented in clinic on (B)(6) 2019 and upon interrogation, it was noted that the right ventricular lead exhibited a noise reversion alert. All other measurements within normal limits. Lead noise was reproducible with pocket manipulation along with muscle spasms. The right ventricular lead was explanted and replaced on (B)(6) 2019. Patient was stable.